Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Additionally, it was reported that the customer received multiple cartridge change alerts; however, the customer was not on the load menu. The customer's blood glucose level was 345 mg/dl at the time of the report. The customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the cartridge alarm 19 issue was verified. Based on the analysis, the alleged incomplete cartridge alert issue could not be verified.